Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent oversensing on the right ventricular (rv) channel. Additionally, it was noted that there was no rv lead on the rv port so that the premature ventricular contraction (pvc) observed are with the port plugged. Technical services (ts) was consulted and provided reprogramming the sensitivity to avoid oversensing in the rv channel, the field representative explained that a lead will be implanted in the rv port. No adverse patient effects were reported. This crt-p remains in service.